Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that they tried various batteries but the display remained blank. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery and cleaning the battery cap. The customer stated that the display did not return after putting the insulin pump to rest and inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly also, traces of corrosion were found at the motor assembly and battery tube. The insulin pump failed the leak test; leaked a crack at the back of the case at the battery tube area and the battery tube threads. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.